Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the proximal circumflex artery with moderate tortuosity and moderate calcification. One guide wire was placed in the left circumflex (lcx) artery and one guide wire was placed in the left anterior descending (lad) artery. The 1.5 x 15mm trek balloon catheter was advanced to the lesion without resistance. The trek was inflated to 8 atmospheres (atm) for 5 seconds, but the balloon ruptured. The trek was removed out of the anatomy, and a pinhole rupture was confirmed. The procedure was successfully completed with a non-abbott balloon catheter and stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: runthrough, sion; guide catheter: 6fr profit jl35. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances or exceptions for this lot. A query of the electronic complaint handling database revealed no other incidents for balloon rupture reported from this lot. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.